Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and stent dislodgement appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was moderately calcified and moderately tortuous. When the xience alpine 3.50 x 18 mm stent delivery system was advanced towards the lesion, the stent dislodged from the balloon. The stent was removed from the vessel with a snare device. Another device was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. The final patient outcome was good. No additional information was provided.